Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker exhibited far field r-wave oversensing on the atrial lead. No intervention was reported. No further information was available.